Event description:
A ventilator was returned to the manufacturer for service due to service required code. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, a "service required" code was found in the ventilator's downloaded error log. The device's oxygen blending module assembly was replaced to address the issue.

Manufacturer narrative:
The manufacturer previously reported a ventilator was returned to the manufacturer for service due to service required code. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, a "service required" code was found in the ventilator's downloaded error log. The device's oxygen blending module assembly was replaced to address the issue. On the previously submitted report, section b1 was inadvertently left blank. It should have been marked "product problem" and is corrected on this report.